Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while performing a manual threshold test there was a delay from when the end/stop button on this programmer was pressed to when the device started pacing again. The pause was significant and the patient was symptomatic as the patient does not have an underlying intrinsic rhythm. No intervention was performed and the device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, induced damaged was observed on the programmer however this damage is unrelated to the clinical observations. The programmer was repaired and is now functioning normally.